Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported they were experiencing excruciating pain for the last 24 hours, they woke up that way. They said they had tried ice and heat, but it hadn't helped. They said the pain was close to where the neurostimulator was on their left side and went down their behind, they said they couldn't sit or lie down. They said they hadn't had any falls or trauma and no visual changes were noted. They had not made any adjustments, they were told to consider turning the stimulation off, which they did on the call. They didn't note any improvement upon turning it off. They were redirected to their healthcare provider. They noted they had an appointment scheduled for the following day. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. The patient stated that the healthcare provider (hcp) said to remove the system from the left side and implant a new one on the right side. No further complications were reported.